Manufacturer narrative:
Patient 2: coumadin was adjusted based on lab result. Mechanical heart valve. Coumadin: 28mg/week. Patient 3: coumadin was adjusted based on lab result. Mechanical heart valve, coumadin: 39mg/week.

Event description:
Caller reports during a correlation study the following coaguchek s/laboratory results were obtained: patient 1) 7.1 inr/4.6 inr. Patient 2) 6.1 inr/4.1 inr. Patient 3) 6.1 inr/4.1 inr. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.